Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion through to the outer conductor coil at approximately 292 to 312 mm from the terminal pin. One of the three filars was found to be fractured in a couple of places in this area as well. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported out of range impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the lead safety switch (lss) was observed for the pacemaker and right atrial (ra) lead. The lss occured due to an out of range impedance measurement, however when the lead was tested during the procedure normal impedance measurements were observed. The pacemaker was explanted and replaced as planned. During the procedure the ra lead was also explanted and replaced as the cause of the out of range impedance measurement remained unknown. No additional adverse patient effects were reported.